Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 317 mg/dl at the time of incident. The customer reported that the insulin pump display was blank. The troubleshooting was performed advised to insert new battery and display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.